Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was going into threshold suspend when her blood glucose was over 300 mg/dl. Customer current blood glucose was 35 mg/dl and sensor reading was 180 mg/dl. Customer was advised in how to properly calibrate the sensor. No further information reported.